Event description:
It was reported that during a venous hemodialysis graft pta/stenting treatment procedure a slight venous perforation occurred. The biliary wallstent was post dilated with a 14mm xxl balloon catheter at 5 atm. After the first inflation the edges of the stent caused a slight perforation of the vein. However, no corrective action was needed and the stent was left in place. The pt was asymptomatic during this event. The lesion being treated was 50% stenotic lesion in the venous hemodialysis graft. The procedure was successfully completed. Pt status is reported as 'fine'.